Event description:
It was reported to philips that the system was stuck in a boot loop. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed the start-up issue, indicating that the application does not launch normally. The system logfiles do not contain a timeline for the day the problem occurred. However, an onsite visit by the philips field service engineer (fse) confirmed that the suite pc software crashed. The fse reloaded the suite pc software and configuration on the suite pc. Following that, the system booted normally, and a functional check revealed no issues, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.